Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was 40 mg/dl. Troubleshooting was not performed. Customer advised the auto mode feature was active during the serious injury event. The insulin pump will not be returned for analysis.